Event description:
Boston scientific received information that during the post implant follow up visit, this right ventricular lead revealed loss of capture. Sensing was 3 mv and impedance measurements were within normal range. Lead dislodgement was suspected. The patient with this lead is not pacemaker dependent. A revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted. When additional information becomes available, this event will be updated.